Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was reportedly doing well post operatively. The device was not returned to bsn.

Event description:
A report was received that the patient's ipg stopped working and had not been charged for several months. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2015.

Event description:
A report was received that the patient's ipg stopped working and had not been charged for several months. The patient will undergo an ipg replacement procedure.